Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the customer through the process, after which the error did not reoccur.